Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump does not stop during the load reservoir process and insulin squirts out of the pump during manual prime. The customer's blood glucose level was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0869 inches. Pump primed properly. No prime/fill anomaly noted during testing. Pump received with cracked case behind the pump near the battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay, and minor scratched lcd window, missing display window cover.